Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Device analysis: the analysis results showed that one gst60w cartridge reload was returned unfired with 1 double driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that in a right colon, the 60mm white reload was broken and it wouldn't fit into the stapler when loading. The tech explained the metal part of the reload was unattached from the plastic cartridge. Another reload was opened to complete the case with no patient consequences reported.